Event description:
While running a hospital to hospital transfer. They had a pt on a vent. Pt was transferred and connected to a portable vent. Pt was load into ambulance is which the o2 was switched from portable to the main 02. The vent then alarmed -with-false error and gave code for major malfunction. No air coming out of vent. The tidal volume was set on 420, with no output, then vent started putting out 39 tidal volume. Pt was bagged with bvm. Pt suffered no compromise.